Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since starting byte they have had a loose tooth, various chipped teeth and their existing tmj has gotten worse. Their dentist advised them to stop using the aligners.

Manufacturer narrative:
Investigation results: DHR: the patient (pt) reported teeth damage, tooth fracture, tmj/lockjaw, and dr. Recommendation. The completed investigation document named ¿serious reportable codes investigation¿ is attached. The codes associated with this complaint have been verified to be correct. Trending is performed regularly to assess broader implications of complaints and determine if further actions are needed. No additional investigation is required at this time. The complaint will be closed. The failure mode/s reported is known, previously analyzed, and documented in the risk management file. The DHR has been reviewed, and no anomalies were noted that would have caused or contributed the serious injury or malfunction reported. We are unable to determine if the was the results of aligner usage. No new failure mode/s was identified; therefore, no CAPA is required. The complaint will be monitored through standard trending activities.